Event description:
Meter name: one touch basic enhanced. Strip name: one touch test strips. Meter code: 6. Strip code: 6. Strip storage: stored correctly. Symptoms: no symptoms. The pt reported that the pt was seen in the ER. Their meter allegedly was inaccurately high. The result on their meter was 480mg/dl and 591mg/dl. There was a result of 62mg/dl reported but the source is unknown. The result from the ER meter is unknown. The time difference between the pt's meter result and the ER meter result is unknown. There was no treatment. The pt "took more insulin, based on meter's reaction. The pt went to emergency, and later had an insulin reaction because of the extra insulin." No further info has been reported.